Manufacturer narrative:
Event date: (B)(6) 2014 the explanted device was not returned to bsn as it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that after an MRI was performed, the ipg was no longer holding a charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected.